Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy. This initially occurred in (B)(6) 2012. There was also a lead issue, which required a revision and the wire was repositioned. The revision occurred in (B)(6) 2015. No trauma or falls or unrelated medical procedures were related to the lead issue. The patient had a fall the day after the revision. It was noted that the patient ended up having to receive a cardiac device. The patient had real bad urge and incontinence. She did not feel stimulation, but therapy was not on and she did not realize that stimulation was off. Turning on therapy did not resolve the situation. There were no medical procedures or emi that could be related to the issue. The patient saw the healthcare provider (hcp) for a check-up about 1.5 weeks ago and was scheduled to be seen in six weeks. Symptoms got worse 3 days prior. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.